Event description:
Initial result for a pt bilirubin was 11.8 mg/dl. When repeated, the result was 0.6 mg/dl. The incorrect result was not used to guide treatment. The field service rep was unable to determine a cause for the discrepancy.